Manufacturer narrative:
Date manufacturer received: november 28, 2016. The device was too dirty and bearing was corroded. The bearing was replaced. The handpiece was tested and passed to specifications. (B)(4).

Manufacturer narrative:
The initial inspection indicates that the handpiece would not turn. Therefore, a pre-repair temperature test could not be performed. The product analysis is in-progress.

Event description:
The available information indicates that a handpiece got hot in less than one minute. A replacement handpiece was used to complete the case. There was no patient impact or injury.